Manufacturer narrative:
(B)(4).

Event description:
Information received from a consumer patient's family or friend regarding a patient that had once had an implanted pump. Indication for use was noted as intractable spasticity and head/brain injury. It was reported that the patient had their drug delivery pump removed last year. It was not helping the patient. There were no potential causes, product issue, troubleshooting or interventions reported. In addition, the patient outcome, drug in the pump, patient history, date of explant, other medications, were unknown. Additional information has been requested, but was not available as of the date of this report.